Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-502, triathlon cr fem comp #5 r-cem, lot code snhpi; cat 5520-b-500, triathlon prim cem fxb bplt #5, lot code snfd8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
Revised for infection and loosening. Antibiotic spacer implanted.

Manufacturer narrative:
An event regarding infection involving a triathlon #5 cr insert 11mm was reported. The event was not confirmed. A device history review indicated all devices accepted into final stock met specifications. A complaint history review indicated there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
Revised for infection and loosening. Antibiotic spacer implanted.